Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. Device evaluation: lens still implanted. Per information reported, a complaint issue against the lens could not be confirmed. A product quality deficiency could not be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of a zcb00 intraocular lens (iol), the patient had fibrosis of anterior capsule following implantation and experienced poor vision. Fibrosis appeared in the following weeks post-op. A secondary surgery/medical intervention was done where a new incision was made, and the fibrosis was removed. No explant is planned. Additional information states after research and investigation no other information is available.